Manufacturer narrative:
Implant date was reported as being in 2002

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported on october 25, 2017 the patient received a CT scan of the upper abdomen without contrast. Findings revealed that the ivc filter was seen on the right side of the l3-l4 level, with the distal tip mildly tilted along the right lateral wall below the renal veins. The distal tip of the six struts is tilted anteromedially towards the level of the aortic bifurcation. Three distal strut positions speared to be mildly extended beyond the wall of the ivc and one strut abutting the lateral wall of the right common iliac artery and adjacent intervening interspace fat without fluid collection. It was further reported that the filter was implanted in 2002.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported on (B)(6) 2017 the patient received a CT scan of the upper abdomen without contrast. Findings revealed that the ivc filter was seen on the right side of the l3-l4 level, with the distal tip mildly tilted along the right lateral wall below the renal veins. The distal tip of the six struts is tilted anteromedially towards the level of the aortic bifurcation. Three distal strut positions speared to be mildly extended beyond the wall of the ivc and one strut abutting the lateral wall of the right common iliac artery and adjacent intervening interspace fat without fluid collection.